Event description:
The 840 ventilator stopped cycling while in use on a patient. The patient was successfully moved to another ventilator and there was no reported harm or injury. The nellcor puritan bennett customer support engineer (cse) verified the error code in memory. The cse inspected the device and reseated the inspiratory module. The unit passed extended self testing.